Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has multiple issues and has alarmed no delivery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting was declined by the customer. The customer was advised to change the entire infusion set as soon as possible. The product will be returned.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test,unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.